Manufacturer narrative:
The device was returned to olympus for inspection where the reported failure was identified. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The electrosurgical generator esg-400 was returned to the service center with a report of restarting when plugged in. This does not indicate a reportable malfunction; however, a reportable failure was found during testing at the service center. During inspection of the device, it was observed that the device displayed an e433 error. There was no patient involvement.